Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: product ID: 9736113, version #: 1.0.5. Report source foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed. They were unable to replicate the reported issue. Using advanced s8 sm, they performed a self test and monitored the uninterruptible power supply (ups) back up when unplugged. The ups maintained power for the recommended period with acceptable dissipation. They complete a system checkout as per s8 advance service manual. All tests were okay. The system was used for a surgical procedure immediately after self test and performed without issues or errors. No electronic test equipment was used. They recommend to connect to mains before the 10 minutes of ups back up when system is being transported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement procedure. It was reported that the system completely power off on its own. The manufacturer representative rebooted the system and stated that a message appeared on the screen but they were not able to read it completely but they saw the word battery. After the reboot the system functioned without issue. The self-test showed the batteries as charging and 100% charged, when unplugged from wall power the battery dissipated at a normal rate. No impact to patient or surgery time. The site was done using navigation when the shutdown occurred.